Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that occlusion alarms occurred and that the pump time was incorrect, cause was unknown. Customer's blood glucose was 541 mg/dl. Elevated bg was addressed with a manual correction injection. Customer changed supplies to address the issue. Subsequently, the customer went to the went to the emergency room and was subsequently admitted to the intensive care unit (ICU). Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Treatment resolved the issue and there was no permanent damage. Multiple attempts were made by tandem technical support to obtain a release date from the ICU; however, no response was received.